Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported the set leaked. The device was removed and quarantined. There was patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be provided.

Event description:
Additional information received from the customer on march 20, 2024 stating that the status of the product at time of event was during infusion of saline only. The medication involved in the event was 0.9% normal saline. The product stored in initial box within store room on shelf. No patient harm.